Event description:
It was reported that the device could not be detected with the programmer and could not be interrogated prior to implantation. Another device was implanted.

Manufacturer narrative:
Field event of bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. As a result of this finding, abbott is performing further investigation.